Manufacturer narrative:
The reported event of unknown patient death was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. External insulation abrasion was noted breaching the outer insulation and exposing the outer coil at 13.8cm to 14.0cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-03870. Related manufacturer reference number:2017865-2020-04039. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
A partial lead (connector end) was returned in one piece. Analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. External insulation abrasion was noted breaching the outer insulation and exposing the outer coil at 13.8cm to 14.0cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can.